Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to the returned adapter. The reload had all full complement of staples. I-beam was slightly advanced. The jaw of the reload was open. The position of sled was before confirming the proper loading of the reload. The jaws were bent to one side. The knife bar laminates were herniated through the blowout plate. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing. The adapter came with a reload attached and articulated at full pull. The reloads laminates and blowout plate were protruding through the side of the articulation joint with the jaws unclamped. Functional testing found that the returned reload could not be unloaded from the returned adapter. It was reported that the device did not fire. The most likely cause could not be established from the information available. The ma nufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, when the jaws were closed, the green button was pressed, but the device did not activate and the firing could not be done at all. A new reload and adapter were used with the same handle and shell to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6) sigphandle, sig power sigphandle handle (serial#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, the firing could not be done at all. A new reload and adapter were used to resolve the issue there was no patient injury.